Event description:
As it was reported by the study: a male patient had a 6.0 x 80mm smart stent implanted in the left superficial femoral artery. The puncture site was ipsilateral. The vessel anatomy was straight. The lesion was de novo and located 12mm from the superior edge of the patella. The total lesion length was 80mm (occluded). No thrombus was present at site; however, the lesion was calcified. The reference vessel diameter was 6 mm. The popliteal, anterior tibial and posterior tibial arteries were patent. The peroneal artery was not patent. The target site was not predilated. A 6.0 x 80 mm smart stent was implanted and postdilation was conducted with a 5.0x80 mm balloon (opera) and again with a fox balloon (6.0 x 20 mm). Percentage stenosis after stenting and post dilation was 0%. The patient was discharged with orders for aspirin, ace inhibitors, diuretics, statins, clopidogrel, aprovel, allopur, rocaltrol, dafalgan. One year post procedure, the patient underwent angiogram, which revealed a 50-60% instent restenosis of the smart stent in the mid sfa. No additional intervention was performed.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.